Event description:
It was reported that the lead exhibited noise. The atrial sensitivity was decreased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.